Event description:
This patient could no longer hear. Checking then exchanging external equipment not resolve the problem. No communication could be established with the implants. The surgeon explanted the device nad reimplanted a new device in 2006.